Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia and insulin pump received no delivery alarm. The customer's blood glucose level was 33 mmol/l and treated with manual injection. Customer stated that the insulin did exit. The customer declined troubleshooting for high blood glucose. Customer stated that the insulin pump did not alarm no delivery. The device will not be returned for analysis.